Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2008 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2008 during which the surgeon noted ¿the colon was densely adherent to the mesh. This was taken down with a clear fistula coming from the area of the colon and the old mesh was removed where it had not incorporated and where it was filled with the fistula. This was extensive.¿ no additional information is provided.